Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional trek rx device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that during preparation, the 4.0x12 mm trek balloon dilatation catheter (bdc) was removed from the dispenser hoop and it was noted that the hypotube had been punctured by the stylet which was out of place in the packaging. Another 4.0x12 mm trek bdc was removed from the dispenser hoop when the same issue was noted. The outer packaging of both devices was not damaged. The devices were not used and there was no patient involvement. A new, same size trek bdc was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that during preparation, the 4.0x12 mm trek balloon dilatation catheter (bdc) was removed from the dispenser hoop and it was noted that the hypotube had been punctured by the stylet which was out of place in the packaging. Another 4.0x12 mm trek bdc was removed from the dispenser hoop when the same issue was noted. The outer packaging of both devices was not damaged. The devices were not used and there was no patient involvement. A new, same size trek bdc was used to complete the procedure. There was no clinically significant delay in the procedure. Subsequent to the initially filed report, it was reported that the devices were prepped before the stylet was noted to be punctured through the hypotube and the protective sheath was present and intact. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material split, cut or torn was confirmed as a tear on the inner and outer member. The reported device misassembled during manufacturing could not be confirmed due to the returned condition. A review of the production records was performed and revealed no related complaint assessment or manufacturing nonconformities. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that the hypotube had been punctured by the stylet. Analysis of the returned device noted the tear to be on the outer and inner member. This type of damage can occur during stylet removal if the stylet is inadvertently moved proximally during removal. It is possible that inadvertent mishandling during stylet removal contributed to the reported damage; however, this cannot be confirmed. Additionally, the stylet was returned removed from the device; therefore; the reported misassembled device cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.